Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2016-09-06 from a consumer regarding another patient who was receiving hydromorphone at an unknown dose and concentration via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported that in (B)(6) 2016 the patient's pump was "completely dry and had been and it wasn't set up to" refill the pump. It was indicated that the refill was due 2-3 weeks later. It was noted that the patient went through withdrawal. It was also reported that before the event happened the patient got a ptm and a manufacturer's representative talked her through how to set it up. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.